Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1,200 bd discardit¿ ii 10 ml syringes experienced leakage at the connection site. The following information was provided by the initial reporter: leakage from the syringe tip.

Event description:
It was reported that 1,200 bd discardit¿ ii 10 ml syringes experienced leakage at the connection site. The following information was provided by the initial reporter: leakage from the syringe tip.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 11/16/2021. H.6. Investigation: a device history record review was completed for provided lot number 2105510. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one sample was returned for evaluation by our quality engineer team. Leakage testing was performed on the returned sample and no signs of leakage could be found at the syringe tip. There was no defect identified in the syringe tip or in the needle hub through inspection. The dimensions of the product were found to be correct for the returned product.